Manufacturer narrative:
Device evaluated by manufacturer updated. Service repair in the field was performed on (B)(6) 2016. The replaced laser control board was not returned to the manufacturer.

Manufacturer narrative:
System analysis/service repair on january 13, 2016: the reported ¿error 79¿ was confirmed while turning on the system. The laser control board was replaced. The detectors were set; laser was calibrated and aim beam was verified. The system was tested and verified to meet manufacturer¿s specifications.

Event description:
It was reported that prior to a procedure "after the laser was turned on, error 79 displayed. Unable to clear the error." The procedure was completed with an alternate laser "co2 laser." Patient outcome: "ok."